Manufacturer narrative:
Device not returned.

Event description:
It was reported that the temperature measurement varied and it was unable to measure cardiac output values. Follow up indicated that the blood temperature measurement value was varied and unstable and it was unable to measure cardiac output values. No patient complications were reported.